Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-18800-03 driver shaft batch number: 1392347 was received for investigation. Visual evaluation of the returned device noted that the drive geometry at the distal tip of the device was twisted. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torqueing/over-engaging the driver with the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/09/2025 a sales representative reported, via (B)(4), that an ar-18800-03 driver shaft, t6, self-retaining, was no longer viable for inserting the implant and was torqued. The patient was not affected. This was discovered during a procedure with no reported patient harm. Additional information was received on 1/13/2025: this was discovered during an ankle fracture procedure on (B)(6) 2025. An additional driver in the set was used to complete the case. The patient was not affected.